Event description:
The patient was implanted with a left ventricular assist device (lvad). The vad coordinator reported that the patient was at home reporting intermittent "controller cell low" alarms on the system controller. The pt attempted to change the system controller's battery cell two times, with vad coord on the phone, but there was no resolution to the alarms. The pt presented to the medical ctr for eval. When connected to power module, a "replace system controller" alarm was observed and the history screen revealed many low voltage alarms. The vad coord exchanged the pt's system controller and the backup system controller was connected using the battery clips that were already in use on the pt. The backup system controller reverted to backup mode operating and a "replace system controller" alarm was displayed. Attempts to download the log file resulted in a pump stop (with quick restart). The vad coord exchanged the pt's equipment (a third system controller, new battery clips and new batteries) and no further alarms were observed. The pt was admitted for observation overnight, and then discharged home.

Manufacturer narrative:
The suspected system controller was returned to the manufacturer for eval and is currently being analyzed. No further info is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.